Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient was feeling a shocking. There was shocking up to the heart and feeling tingling in the left arm, and it was hurting when she walked through security scanners. It was noted that she switched her watch to the other wrist. The patient ¿went to get a procedure done¿ and they asked her if those issues might be related to the implant. The shocking started in (B)(6) 2016.

Event description:
The patient reported that they have not followed up with their healthcare provider. The patient was still trying to reach their heal thcare provider to discuss having their device taken out.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.